Event description:
It was reported that a user experienced intermittent signal loss with a dexcom g7 continuous glucose monitor used with the ilet system, where the connection dropped and then resumed with readings appearing after a short delay, consistent with an intermittent communication failure and potentially involving the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between connected components consistent with intermittent communication failure and potentially related to the electrical and magnetic antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.